Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while doing an expert tibial nail with supra-patellar approach, after finishing of inserting the screws the surgeon wanted to remove the handle to start closing. The handle was stuck and the surgeon tried to disassemble the connecting screws (between the handle and the nail) with no result. So surgeon eventually removed the screws and took the nail totally out of the patient and tried to disassemble it outside and it worked. Then surgeon asked to open another nail (with same diameter and length) and inserted new nail and the screws. After finishing the screws he was able to remove the handle normally. The surgery was delayed for twenty five (25) minutes due to the reported event. The procedure was successfully completed with no other medical intervention required. This report is for one (1) unk - nails: tibial. This is report 4 of 4 for complaint (B)(4).